Event description:
It was reported that during implant attempt, the right ventricle port setscrew would not tighten down and retain the lead. It was further reported there was high impedance greater than 3000 ohms, and oversensing. Consequently, this lead was explanted and replaced with a same brand lead uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block and grommets found no anomalies. Setscrew obstructing bore at receipt. A lead was fully inserted into all connector ports. All setscrews were tightened with a medtronic wrench and all setscrews retained their lead. Primary analysis finding: no anomalies were identified.